Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable and the unspecified malfunction alarm was cleared. Customer¿s blood glucose level was 300 mg/dl. The customer continued to use the pump for insulin therapy.